Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the therapy pca, capacitor and battery for which the battery was replaced, and the customer ordered the therapy pca and capacitor to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device's therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.